Event description:
Patient arrived to clinic visit on "03/28" with no complaints of difficulty attaching power cables to clips. Provider attempted and also noted difficulty connecting power cables to clips. Clips replaced.